Manufacturer narrative:
Unit received with all operating currents within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test. An unexpected grinding motor noise noted during the rewind due to faulty motor. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window.

Event description:
It was reported that insulin pump was making a grinding noise during priming. Customer's blood glucose was not reported. Insulin pump would be replaced.